Manufacturer narrative:
Failure analysis noted that the pump had an unexpected full segment display due to the faulty lcd board after battery installation. The problem was isolated to the lcd board. The pump had cracked case at display window corners and scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
It was reported via phone call that the insulin pump had a display anomaly. The blood glucose at the time of the incident was 62 mg/dl. The customer stated that the screen turns black every time a button is pressed. The self-test could not be performed. Troubleshooting was not able to resolve the issue. The device was returned for analysis.